Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Dexcom representative assisted patient in re-pairing the transmitter with the application which was successful. No additional patient or event information is available.